Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and downloaded the electronic records for review. Upon review of the electronic records, physio verified the reported issue. Physio observed that the print button was constantly engaged (depressed/stuck down) even though it was not being touched, which prevented the other functions of the device¿s keypad. Physio replaced the small keypad assembly to resolve the reported issue and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the on/off button is the only button that works. No other button functions are operable. There was no patient use associated with the reported event.